Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: based on the content of investigated data, it was determined, that the potential cause/root cause of failure was that the partial disconnection of the signal cable occurred, due to the load of the bending operation. And the disconnection occurred, during a specific bending operation, resulting in an image defect. We performed a repair under sro# (B)(4). And replaced ccd module with pcb drive and adjusted the control knobs. Upon qc inspection post-repair, it was confirmed, to be working as per the manufacturer's specifications. And passed all the safety tests. The scope has now been shipped back to the user facility on march 28, 2023, with ups tracking: (B)(4). A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed, the endoscope was manufactured pentax medical miyagi on 20-jan-2015 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions. And the dates of approval for shipment and actual date shipped were confirmed on 20-jan-2015. Pentax medical has not received any further information for this event. And therefore, considers this medwatch report closed.

Event description:
Patient involved - no known adverse event. Customer reported that a pentax colonoscope image distorted during procedure. Image was fine when starting procedure - became distorted during procedure. Image went completely white when large dial on control body was turned clockwise. Picture otherwise was normal. Note: pentax canada received notification of this incident at penticton regional hospital through health canada's cmdsnet program. This event occurred at the time of during use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Serial no is uknown. If additional information becomes available, a supplemental report will be filed with the new information.